Event description:
Reporter indicated that patient developed a seroma ten days post-implant. Ten cc of fluid was aspirated from the site. No cultures were performed. The seroma has resolved, but the patient reportedly developed severe left shoulder discomfort following aspiration of the seroma. Treating physician indicated that the shoulder pain appears to be spasm of the trapezius muscle and has prescribed muscle treatment. The pain is constant and does not coincide with stimulation.